Event description:
It was reported the pad is split on the device. The customer used another instrument to complete the case with no patient consequence.

Manufacturer narrative:
Date sent: 10/23/2007. Info is unavailable; device was not returned for evaluation.